Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported to stryker that instrument has broken. Pi has not been entered earlier due to internal misunderstanding whether this is a pi or worn instrument. Information concerning event will be provided as soon as received from customer. Customer has sent the instrument to stryker office in (B)(4) and it will be shipped to (B)(6) for shipment to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an acetabular remear handle was reported. The event was confirmed. Device evaluation and results: the supplier, greatbatch medical, indicated: "the power tool coupling was nearly broken in two (2) pieces at the power tool coupling. There was significant signs of wear and material deformation on the power tool coupling. This breakage may have been caused by an overload of force applied in the power tool coupling region over time, as well as wear due to repeated use. The rest of the complaint sample showed signs of wear in the form of scrathces, nicks and gouges throughout." Medical records received and evaluation: not performed since no patient involvment was reported. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation confirmed the reported event based on the supplier's analysis which concluded that the fracture may have been caused by an overload of force applied in the power tool coupling region over time.

Event description:
It is reported to stryker that instrument has broken. Pi has not been entered earlier due to internal misunderstanding whether this is a pi or worn instrument. Information concerning event will be provided as soon as received from customer. Customer has sent the instrument to stryker office in (B)(4) and it will be shipped to (B)(4)¿ for shipment to the manufacturer.